Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with low battery alerts. It was reported that the customer had tried replacement battery cap, but the problem persists. It was reported that the customer's pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The pump was received with a blank display due to severely corroded battery tube springs, battery tube and battery cap contacts. Unable to perform the displacement, operating currents measurements or off no power tests due to the blank display. Unable to verify the low battery alerts due to a blank display. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.